Manufacturer narrative:
There were two part numbers involved on this case and they were part numbers: 81009 and 81070-840. The initial reporter did not provide the lot number for the roc nut part number 81009. The bolts part number 81070-840 lot number 616185d were manufactured on 02/07/2008 with lot size of 89. The device history record and quality inspection report for lot 616185d were evaluated and do not reveal any quality concerns. The parts were unavailable for evaluation. The roc instructions for use section intraoperative management indicates the importance of tightening nuts to torque values.

Event description:
The threads of a roc nut binded up with the threads of a bolt. The roc nut could not tighten down onto the plate. There is a small gap between the roc nut and the plate. The implants remain inside the patient. There is no plan for a revision surgery.